Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(4)2021. On (B)(6)2021, the patient¿s mother reported the 3-year-old patient felt unwell and needed to lie down. At the time, the cgm displayed 117 mg/dl, but the bg was 488 mg/dl. The patient¿s mother adjusted the patient¿s insulin pump to deliver a correction dose of insulin. Post-correction dose, two sets of cgm/bg values were provided and were; cgm 139 mg/dl; bg 246 mg/dl and cgm 113 mg/dl; bg 188 mg/dl. It was unknown how long post-insulin administration the values were obtained. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d and b zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d and b zone of the parkes error grid. However, the data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.